Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 212 mg/dl. The customer stated that she had high ketones and was vomiting prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.